Manufacturer narrative:
Follow-up received on 08-sep-2015: the ptc investigation result was provided. Ptc global number is (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events are known possible undesirable events and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this non-medically confirmed, spontaneous case report refers to an adult female consumer who experienced severe pain on her lower left side during menstrual cycle after essure (fallopian tube occlusion insert) insertion. She was submitted to a left salpingectomy; pathology report showed there was not a metal device in tube. As her pain continued to increase in severity and duration, she underwent a hysterosalpingectomy. These events were considered serious due to medical importance and are listed according to essure's reference safety information. After essure insertion, dysmenorrhea can occur. In this case, consumer started experiencing menstrual pain on her left side one and half year after essure placement. During a left salpingectomy no device was found on this side at pathology report; it is unknown if essure was expelled or if it migrated to the abdominal cavity. Although the exact mechanism of the events is unknown; considering their nature; causality with the suspect insert cannot be excluded. This case was regarded as incident, since device removal was required. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect (no batch number was provided). Medical ptc assessment considered that, based on the available information, there was no reason to suspect a causal relationship to a potential quality deficit based on this report. No active follow-up will be pursued, since this case was identified during health authority website monitoring.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in (B)(4) 2015 (case# (B)(4), awareness date: 11-aug-2015). It refers to an adult female consumer in the united states who had essure (fallopian tube occlusion insert ) inserted in 2009 for permanent birth control. Consumer is a (B)(6) mother of 3 boys. According to her, she has always lived an active, healthy lifestyle. A year and a half after essure placement she began having severe pain on lower left side during menstrual cycle. Her physician said she didn't feel that it was caused by essure. As the pain continued to increase in severity and duration she returned to her physician. She felt at that time that it could possibly be the essure and they decided to remove the left fallopian tube in order to remove the coil. At her 2 week post-operation appointment, physician told the consumer that the pathology report showed that there was not a metal device in tube. Physician said it shouldn't hurt if the essure was in her uterus. She also said that consumer could have passed the essure device in her period and that she might be having "phantom pain". Consumer was advised to wait and see if the pain continued. She stated she had endured two weeks of recovery and was going to have to do another 4 weeks of limited activity for a surgery that served no purpose. As the pain continued she called her doctor which stated she really did not know what to do. Consumer was finally able to find another physician who decided the best course of treatment was a hysterectomy and salpingectomy to remove the other coil as well. Company causality comment: this non-medically confirmed, spontaneous case report refers to an adult female consumer who experienced severe pain on her lower left side during menstrual cycle after essure (fallopian tube occlusion insert) insertion. She was submitted to a left salpingectomy; pathology report showed there was not a metal device in tube. As her pain continued to increase in severity and duration, she underwent a hysterosalpingectomy. These events were considered serious due to medical importance and are listed according to essure's reference safety information. After essure insertion, dysmenorrhea can occur. In this case, consumer started experiencing menstrual pain on her left side one and half year after essure placement. During a left salpingectomy no device was found on this side at pathology report; it is unknown if essure was expelled or if it migrated to the abdominal cavity. Although the exact mechanism of the events is unknown; considering their nature; causality with the suspect insert cannot be excluded. This case was regarded as incident, since device removal was required. A product technical analysis is being sought. No active follow-up will be pursued, since this case was identified during health authority website monitoring.